Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The evaluation identified a detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model dr8074 pta balloon dilatation catheter allegedly experienced detachment. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.